Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level and low blood glucose level. Blood glucose level at the time of the incident was in range of 355 mg/dl, 20 mg/dl, 47 mg/dl, 23 mg/dl. Customer sated other blood glucose value was 279 mg/dl, 337 mg/dl, 97 mg/dl, 70 mg/dl, 265 mg/dl, 218 ,mg/dl, 253 mg/dl, 195 mg/dl, 215 mg/dl, 279 mg/dl, 251 mg/dl, 217 mg/dl. Customer experienced symptoms such as feeling lousy, urination. Customer was treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was performed high pressure test and displacement test. The insulin pump will not be returned for analysis.